Event description:
Healthcare professional reported that the pt was unable to tolerate fluids and was experiencing severe vomiting. The aps band was removed and replaced with an apl band within one day of implantation. F/u findings: "had aps, was too tight with swelling post op, exchanged for apl next day."

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the product for analysis. The device has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Vomiting, inflammation and intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event of vomiting as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended." "Nausea and vomiting may also be symptoms of stoma obstruction or a band/stomach slippage. Frequent, severe vomiting can result in pouch dilatation, stomach slippage or esophageal dilatation. Deflation of the band is immediately indicated in all of these situations. Deflation of the band may alleviate excessively rapid weight loss and nausea and vomiting, or re-operation to reposition or remove the device may be required." Device labeling addresses the reported event of inflammation and intolerance as follows: the lap-band ap system is available in two sizes, standard and large. The physician should choose the appropriate size depending upon the pt's individual anatomy. Most pts with correctly fitted bands report minimal, if any, restriction following resolution post-operative edema until saline is added to the band, regardless of band size. The large band is normally used for re-operations (particularly conversion from other procedures) and the pars flaccida dissection. Surgeons are advised to evaluate the amount of tissue within the band prior to band locking and suturing in place, and, if it appears excessive, to remove some omental tissue or move the dissection closer to the stomach wall or higher on the stomach. Additional info regarding size selection is provided in the training program.